Event description:
It was reported that this left ventricular (lv) lead with unknown serial number exhibited pace impedance measurements of greater than 3,000 ohms. The field representative noted the issue was not resolved however the lv lead tip seemed to be the issue and not the device. Additional information was requested from the field in which there was no response. It is unknown if this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 2/4/2026 for report mw5181384 to update the manufacturer to medtronic.